Manufacturer narrative:
Iris field service engineer (fse) was at the customer site on 01/04/2016. The fse found that the evacuation bypass valve (ebv) was leaking. The fse replaced the ebv resolving the issue. The system was operational. Bec internal identifier for this report is (B)(6).

Event description:
The customer stated focus and positive controls had been failing on their iq 200 system. A fluid leak was also observed by the field service engineer (fse) which was contained within the instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no direct exposure to mucous membranes. The fse was wearing gloves and a lab coat at the time of discovery.